Event description:
A peritoneal dialysis pt has reported that there were unable to connect to the dialysis treatment set. There was no report of pt injury. The pt has saved a companion sample for an evaluation.